Event description:
The reporter stated that her meter got an er4 message (she carries meter and strips in car) and was reading high when she felt low. She believed her reading was in the 160 range. She had symptoms of low blood glucose (similar to her 49-60 range). She felt shaky and was perspiring. She took glucose and did not retest. She had not been cleaning the optics area on the meter. She does not check the confirmation dot on the test strip. A control solution test was high in range, 139 (92-139).